Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 11, 2025, senseonics was made aware of an incident where user received a glucose suspend alert which led to early sensor removal. The sensor was inserted on (B)(6) 2025.

Manufacturer narrative:
The user started receiving glucose suspend alert on 11 february 2025, day 13 after insertion. The sensor was returned for further investigation, and upon receipt, a visual inspection was performed, and no anomalies were observed. From the return material analysis testing, the returned sensor did not reveal any sensor malfunction.a review of the raw sensor data showed depressed signal and reference channels since insertion (B)(6) 2025, and glucose suspend was triggered when blue norm went below the threshold value. The potential root cause for this may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the insertion procedure.as part of resolution, a return material authorization was issued for sensor replacement. B4.date of this report 12 may 2025. G3.date received by the manufacturer? 12 may 2025. H3. Device evaluated by manufacturer?yes. H6. Medical device problem code updated to 3005. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.